Event description:
It was reported a leakage with the extension set when starting new drug load. The leakage appeared when the set was removed from the original packaging and it was connected to the cassette. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The sample was received in used conditions without its original packaging. An occlusion was observed between the tube and filter. Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass-through filter. The complaint is confirmed. Based on the tests results, it is concluded that the failure could be reproduce in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component. When the tube is introduced two times in the solvent dispenser (procedure is not followed). The root cause could was determined to be linked with the manufacturing process. Alert was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Personnel notification was performed to notify production personnel about the failure mode reported by the customer.